Event description:
It was reported that during initial surgery the dermatome was not working properly when the handpiece was switched on it only vibrated but nothing inside moved. There was no patient harm/injury or surgical delay. There was no medical intervention/additional surgical procedure required. The surgical technique for the product was utilized due diligence is complete, no further information is available. During device evaluation, it was discovered that the motor speed was unstable.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: south africa. D10: concomitant medical products: item#: 00882100600, power supply, elec. Dermatome, serial#: (B)(6). Review of the most recent repair record determined the motor speeds were unstable, the motor was corroded, the screws were worn, and the control bar failed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.